Event description:
It was reported that insulin leaked from the connector during a set change because the user attached the connector to the cartridge before securing it to the infusion set tubing, resulting in an incorrectly deployed infusion set and an improperly attached connector. No reported clinical effects. Outcomes included no alerts, alarms, or medical interventions. Investigation included troubleshooting and user education on correct supply change steps. Investigation of this case revealed user technique error related to infusion set connection sequence, with the infusion set and cartridge interface implicated. It was concluded, based on previously established findings for similar reports, that user error during setup was the cause.